Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2093-522j-(B)(4): the fiber cap exhibits drilled through condition; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing open end wall exhibits signs of melting, and partially erased red octagonal sign and blue arrow indicator; the fiber appears blackened near the heat shrink tubing open end. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, with 155,024 joules used and 23 minutes expended, it was noted that the fiber tip was damaged. The tip (cap) of the fiber was cleaned during the procedure. The procedure was completed utilizing a second fiber (83,286 joules used). "No patient complications" was reported. No injury to the patient was reported.